Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient had a four(4) hour infusion however, the it infusion ran for five(5) hours and eight(8) minutes. The pump read a total volume administered as 1481.74ml out of which 1049 ml was a saline bolus prior to start of infusion. The volume of the infusion that should have been administered was 335.6ml however the pump read it as 432.74ml. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction : correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information : device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the patient had a four(4) hour infusion however, the it infusion ran for five(5) hours and eight(8) minutes. The pump read a total volume administered as 1481.74ml out of which 1049 ml was a saline bolus prior to start of infusion. The volume of the infusion that should have been administered was 335.6ml however the pump read it as 432.74ml. There was patient involvement but no harm.

Event description:
It was reported that the patient had a four(4) hour infusion however, the it infusion ran for five(5) hours and eight(8) minutes. The pump read a total volume administered as 1481.74ml out of which 1049 ml was a saline bolus prior to start of infusion. The volume of the infusion that should have been administered was 335.6ml however the pump read it as 432.74ml. There was patient involvement but no harm.

Manufacturer narrative:
Correction : unique device identifier (UDI)#